Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed as a a "vent inop" code was found in the ventilator's downloaded error log. The error found indicates that the amount of fluctuation in flow sensor deviated from the standard. An adjustment was performed with the service tool and the issue was resolved. While no abnormality was confirmed in the unit, flow sensor was also replaced as preventive action.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text: device not returned to manufacturer.